Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.8 cm abdominal aortic aneurysm approx 17 months ago. Vessel morphology was not reported. It was reported that the initial implant was successful. During the one year follow-up, the CT scan showed the aneurysm had shrunk to 5cm and the stent graf looked fine with no endoleaks. The pt recently presented at a sister hospital not feeling well. It was noted that the pt was on immunosuppressant because of rheumatoid arthritis. The decision was made to explant the stent graft (1 month ago) as he pt had become septic from an aortic fistula. During the explant procedure, the aneurysm and a piece of the bowel were found stuck together. The physician commented that, as the aneurysm shrunk it might have pulled the aneurysm off of the bowel and put a hole in the bowel. The physician commented this event was not graft related. No additional clinical sequelae were reported and the pt was recovering. The explanted stent graft was retained by the user facility.

Manufacturer narrative:
Eval results - (films, operative reports and the explanted stent graft were not received). (Infection). (Pt became septic from an aortic fistula).